Event description:
Per the clinic, the patient experienced skin reaction and pain in the abutment area. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment.